Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. Customer reported that on (B)(6) 2020 at 7:01 p.m., he self-treated with 19 units of humalog insulin and experienced coughing and "screams to spit". Customer called the paramedics and upon their arrival at 7:45 p.m., a reading of 50 mg/dl was obtained on their device compared to a scan result of 97 mg/dl. Customer was treated with intravenous glucose and no further treatment was reported. There was no report of death or permanent injury associated with this event.